Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The device had emitted beeping tones which boston scientific technical services (ts) discussed could occur due to high out of range measurements being detected. All other lead diagnostics were acceptable and stable. There was no evidence of noise or inappropriate therapy. An invasive procedure was performed and these products were successfully replaced. No additional adverse patient effects were reported.